Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose level was 541 mg/dl. The customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose. Customer went to hospital for diabetes related issues. Customer did not know about low blood glucose. The insulin pump will not be returned for an analysis.